Event description:
Patient had positive blood culture while on dialysis treatment. Three dialysis patients from medical ICU were reported to have clabsi. A deeper look into this identified an association between the patients and the tablo device ((B)(4)). The device was used for treatment for two weeks. Patients all had positive blood cultures after they received dialysis from the device. Recommend: review disinfectant logs and lab reports for machine. Look to see if there is a trend with positive blood cultures and dialysis. Investigate machine for mechanical failures that would lead to contamination.

Event description:
No equipment issues or human factors interacting with equipment identified.

Event description:
Patient had positive blood culture while on dialysis treatment. Three dialysis patients from medical ICU were reported to have clabsi. A deeper look into this identified an association between the patients and the tablo device. The device was used for treatment for two weeks. Patients all had positive blood cultures after they received dialysis from the device. Recommend: review disinfectant logs and lab reports for machine. Look to see if there is a trend with positive blood cultures and dialysis. Investigate machine for mechanical failures that would lead to contamination.